Event description:
Received a stryker ceramic on ceramic hip. It began to squeak over a year ago and now it is much worse. My doctor tells me, I need to have the socket repaired with stryker's new polyethylene socket cover. This is very upsetting as I was told, when I agreed to use the ceramic hip that it would last approx 40 years as opposed to the titanium ones which supposedly lasted 15 years. Stryker ceramic on ceramic hip replacement, therapy from 2003 to 2004.